Manufacturer narrative:
Exemption e2013025. Original reporting time frame may 1, 2018 through july 31, 2018.

Manufacturer narrative:
Exemption e2013025 original reporting time frame may 1, 2018 through july 31, 2018 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
N/a

Manufacturer narrative:
August 2018 quarterly asr report exemption e2013025 the total number of events for product classification code otp is 40. Qty 1- avaulta plus biosynthetic support system qty 11- avaulta plus biosynthetic support system- anterior, sterile qty 9- avaulta plus biosynthetic support system- posterior, sterile qty 14- avaulta solo biosynthetic support system- anterior, sterile qty 5- avaulta solo biosynthetic support system- posterior, sterile h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard

Event description:
August 2018 quarterly (B)(4).